Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the allegation that the patient was having difficulty charging the ipg has been confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Therefore, this allegation is assigned a probable cause of failure to follow instructions. Additionally, the allegation that the patient was not able to get enough pain relief was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling indicated that the reported event is a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system.